Manufacturer narrative:
On 9-nov-2021, the suspected medical device was returned for evaluation. On 16-nov-2021, mentor received additional information regarding the suspected medical device. Since the device with lot number 7399413 was found to be ruptured, it was concluded that the lot number and serial number of the suspected medical device are (B)(6) respectively. On 17-nov-2021, the investigation on the suspected medical device was completed. On 29-nov-2021, mentor received additional information regarding the replacement devices. The replacement devices are two 475cc mentor memorygel breast implant prostheses (catalog #: 3504751bc, left serial #: (B)(6), right serial #: (B)(6)). Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed a crease/fold in the posterior view. Additionally, a tear was identified within the crease measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Suspected medical device 1: lot #: 7399413, serial #: (B)(4). Manufacturing date: nov/29/2016. Expiration date: nov/27/2020. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Suspected medical device 2: lot #: 7430197, serial #: (B)(4). Manufacturing date: feb/22/2017. Expiration date: feb/21/2021. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced right-sided deflation postoperatively. The patient had a phone consultation with a healthcare professional. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2021. The patient was fully recovered after the revision surgery. The lot number and serial number of the suspected medical device are either 7399413 or 7430197 and either (B)(4) respectively. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been received. If additional information becomes available in the future, a supplemental report will be submitted.